Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer did not mention any form of treatment. Customer states that insulin pump had a possible frozen screen. They were stuck in the fill tubing and reservoir process. The customer was assisted with completing the infusion set change. Insulin pump will not be returned for analysis.